Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spondylarthritis since 2004, back disorder since 2004 and morbid obesity. Concomitant products included cefixime (flexeril) since 2014, diazepam (valium) since 2014 and pregabalin (lyrica) since 2017. In 2009, the patient experienced migraine ("migraine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and pain in extremity ("left leg pain"). The patient was treated with surgery (hyst. (Full) with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, migraine, dyspareunia, dysmenorrhoea, bladder disorder, weight increased, vaginal haemorrhage, menorrhagia, abdominal pain and pain in extremity had resolved and the allergy to metals and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event abnormal bleeding (vaginal), menorrhagia), pelvic pain, abdominal pain, weight gain, left leg pain were added, event start date and historical and concomitant condition and concomitant drug were added. Events outcome added as recovered/ resolved. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device') in an adult female patient who had essure (batch no. 648516-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy. Concurrent conditions included spondylarthritis since 2004, back disorder since 2004, morbid obesity, anxiety and low back pain. Concomitant products included cefixime (flexeril) since 2014, diazepam (valium) since 2014 and pregabalin (lyrica) since 2017. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraine") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain / shooting pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), pain in extremity ("left leg pain"), uterine haemorrhage ("abnormal uterine bleeding") and dysuria ("dysuria"). The patient was treated with surgery (hyst. (Full) with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, bladder disorder, weight increased and pain in extremity had resolved and the pelvic pain, allergy to metals, uterine haemorrhage and dysuria outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 & (B)(6) 2009 number of coils remaining out on the: right side: 06 left side: 03 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lot number [ 648516 ] is into valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhoea (cramping)"), allergy to metals ("nickel allergy") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, dyspareunia, dysmenorrhoea, allergy to metals, bladder disorder and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: dysmennorhea (cramping), dyspareunia,general abnormal bleeding, nickel allergy, device dislocation, bladder problems, weight gain, migraine. Patient demographic added, essure insertion date updated, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device') in an adult female patient who had essure (batch no. 648516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy. Concurrent conditions included spondylarthritis since 2004, back disorder since 2004, morbid obesity, anxiety and low back pain. Concomitant products included cefixime (flexeril) since 2014, diazepam (valium) since 2014 and pregabalin (lyrica) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraine") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain / shooting pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), pain in extremity ("left leg pain"), uterine haemorrhage ("abnormal uterine bleeding") and dysuria ("dysuria"). The patient was treated with surgery (hyst. (Full) with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, bladder disorder, weight increased and pain in extremity had resolved and the pelvic pain, allergy to metals, uterine haemorrhage and dysuria outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 & (B)(6) 2009 number of coils remaining out on the: right side: 06 left side: 03. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: events- abnormal uterine bleeding, dysuria added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device') in an adult female patient who had essure (batch no. 648516-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy. Concurrent conditions included spondylarthritis since 2004, back disorder since 2004, morbid obesity, anxiety and low back pain. Concomitant products included cefixime (flexeril) since 2014, diazepam (valium) since 2014 and pregabalin (lyrica) since 2017. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse), dysmenorrhoea ("dysmenorrhoea (cramping), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraine") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain / shooting pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), pain in extremity ("left leg pain"), uterine hemorrhage ("abnormal uterine bleeding") and dysuria ("dysuria"). The patient was treated with surgery (hyst. (Full) with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital hemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, bladder disorder, weight increased and pain in extremity had resolved and the pelvic pain, allergy to metals, uterine haemorrhage and dysuria outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysuria, genital hemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, uterine hemorrhage, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Number of coils remaining out on the: right side: 06 left side: 03. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Lot number [ 648516 ] is inot valid. Most recent follow-up information incorporated above includes: on 4-sep-2020: update of information (batch not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.